Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported shut down issues or the stylus issue. The programmer powered up to a blank screen and then displayed the "please wait" screen and then displayed a system error. Analysis noted there was no stylus returned with the programmer. The hard drive was reconfigured and reloaded and the software was updated. Analysis also noted that the power cord bay was broken, the power cord bay was replaced along with the stylus. The programmer passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would shutdown at random times and the screen was not responding to touch from the stylus. The programmer was returned for service. There was no patient involvement.